Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for high control test results. The customer is concerned with tests results from results obtained of 62mg/dl. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 01/28/2018 and open vial date is 1/7/2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer performed control solution and results were out of range.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: testing outside of recommended environmental conditions. (B)(4).

Event description:
Consumer reported complaint for high control test results. The customer is concerned with tests results from results obtained of 62mg/dl. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 01/28/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): 58mg/dl (B)(6) 2017 12:00 pm (control test), 62mg/dl (B)(6) 2017 12:00 pm (control test), 57mg/dl (B)(6) 2017 08:05 am (control test), 57 mg/dl (B)(6) 2017 08:02 am (control test), 57mg/dl (B)(6) 2017 08:00 am (control test). Customer performed control solution and results were out of range.